Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one shock as inappropriate therapy while the patient underwent a procedure. Technical services (ts) was consulted and reviewed programmed settings, with the cause suspected to be electromagnetic interference (emi) oversensing. The cause was attributed to incorrect magnet placement as the device was set to inhibit therapy when a magnet was place correctly. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed due to an update with the evaluation method, results and conclusion codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one shock as inappropriate therapy while the patient underwent a procedure. Technical services (ts) was consulted and reviewed programmed settings, with the cause suspected to be electromagnetic interference (emi) oversensing. The cause was attributed to incorrect magnet placement as the device was set to inhibit therapy when a magnet was place correctly. This device remains in service. No additional adverse patient effects were reported.